Event description:
Reliance 6.5mmx50mm polyaxial screw, ti, is part of the rms pedicle screw system. Reliance medical systems was made aware of the broken screw, on (B)(6) 2021 via email from field rep (B)(6). Implantation of device was performed on (B)(6) 2017 by dr. (B)(6) at (B)(6) hospital. Dr. (B)(6) discovered the broken screw during revision on (B)(6) 2021. Physician reported there was no harm or injury to the patient. Screw head was removed and the embedded screw shaft was left in the bone per physician. It is unknown when or how the screw broke.